Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. (B)(4). Review of manufacturing history found no evidence of product non-conformance. Visual examination of the returned device revealed one prong of the inserter was bent and the needle and suture appeared to have blood or other fluid remaining, indicating that the product was attempted for use. Therefore the reported event could not be confirmed. The root cause cannot be determined because there is no evidence that the reported or likely events occurred.

Event description:
During the procedure, upon opening the package for the suture anchor, it was noted that the anchor was not set on the inserter properly. Another suture anchor was used to complete the procedure with minimal delay.